Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during the load process. Custom's blood glucose was 221 mg/dl. Reportedly, customer had syringes available as alternate insulin therapy.